Manufacturer narrative:
Per the reported event the device was inserted past the white lock/grip into the access site and could not be removed. The doctor then attempted to remove the device with hemostat which could have compromised the device and caused it to break when an attempt to retract the device was made with additional force. The device was then removed surgically. Conclusion: device was inserted past the lock/grip which caused difficulty in removing the device, which was achieved through surgery.

Event description:
The vascade mvp device was selected for closure and inserted into the sheath up to the middle of the lock. While removing the sheath, the doctor inadvertently advanced the device into the tissue tract and had advance the device so the lock was inside the tissue tract. The doctor tried to remove the device and it would not come out of the tissue tract. He attempted to remove the device with a hemostat but was not able to. The doctor pulled with additional force and the device seemed to be removed but the device broke proximal to the lock. A vascular surgeon removed the remaining portion of the device and patient remained in hospital overnight for observation. No further injury or complications noted.